Event description:
A discordant alpha fetoprotein (afp) result was generated by the advia centaur xp system. The initial result was not reported out of the laboratory. The sample was diluted and retested. The initial sample was also tested on an alternate system and yielded a high result. This sample was subsequently diluted and tested in 5 replicates. It is not known if any retest results were released. There were no reports of adverse health consequences or known patient intervention due to the discordant afp result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and data, the fse determined that the cause of the discordant alpha fetoprotein result was related to a misalignment. The fse adjusted the sample probe normal and dilution cuvette bottom calibration. The instrument is performing within specifications. No further evaluation of the device is required.